Event description:
Pt had coronary bypass surgery. Pt stated that leg became infected at the site of the vein graft excision. Pt was hospitalized seven months later for infection. Infection cleared and pt was again hospitalized 1.5 years later for recurrent infection.